Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a software issue. A technical support specialist confirmed the customer booted up the station to resolve the issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the pyxis medstation es system, the station became unresponsive and showed the carefusion blue screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.